Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient came in with compressive epidural hematoma and motor function loss. The doctor evacuated it, removed the lead, and decompressed the patient. The patient still has loss of motor function 4 days out. The patient's sensations are better, but still no motors. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that ins was explanted and would not be sent back for analysis. The cause of the loss of motor function and compressive epidural hematoma was not determined. Health care professional (hcp) removed the device and was evaluating the patient on a daily basis. Rep indicated that it would take some time for patient motor functions to restore. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.